Event description:
A user facility reported that a saline bag back filled during the first setup of the day after recirculation had been running for 10 minutes. The system was alarming for filling program. The system was removed from use. There was no pt involvement. On (B)(6) 2014, a fresenius tech visited the site and replaced the air separate. The system was tested and the error could not be reproduced. Since the repair, the system was placed back in use without further issue.

Manufacturer narrative:
The investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.